Event description:
It was reported that in 2001, following a diagnostic left heart catheterization procedure, a 6f angio-seal device was deployed in the patient. There were no difficulties experienced with the deployment and the patient was discharged home that same day. The next day the patient reportedly developed a large hematoma with bleeding. However, the patient did not contact the physician until the follow-up visit 6 days later, at which time pt complained of pain and swelling. After examination, an ultrasound was performed, revealing a pseudoaneurysm at the common femoral artery (cfa). The patient was administered thrombolytics to resolve the clot and is reportedly doing well.